Manufacturer narrative:
Device not returned.

Event description:
It was reported to philips the device had a depleted battery where the recharge never reaches 100%. There was no patient involvement. No evaluation, replacement part order only.